Event description:
Information was received that reported a patient was hospitalized in 2007 due to hyperglycemia. The patient reports that recently her blood sugars have been running very high; around 400 mg/dl. She reports waking on the day before, and her blood glucose was in excess of 500 mg/dl. She report attempting numerous troubleshooting methods but these were not successful. She was treated with IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.